Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor memorygel breast implant 325cc gel catalog #3503254bc sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses. It was reported that a mammogram showed capsular herniation and that the left prosthesis had ruptured. At the time of this report, mentor has received no information regarding explantation date as the implants are still implanted.